Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
Pre-operative diagnosis for this procedure: scoliosis it was reported that intra-op, while driver was tightening a set screw the tip of the driver broke off. No fragments of the product remained in the patient. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.